Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump did not pass self test. Customer also stated that buttons were not longer responding and backlight anomaly. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify keypad anomaly, backlight anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2022 10:05:00.000 and 10:05:13.000. As per global logic analysis ((B)(6)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Unable to verify keypad anomaly and backlight anomaly due to critical pump error (open book image) alarm. Blank display was not confirmed. However, critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.